Manufacturer narrative:
Taper ii. Further information has been requested of the initial reporter regarding: device and patient information/history. To date, no additional information has been received by apollo from the reporter. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed, and noted a clear fluid present on the outer surface of the device. Yellow particles were also noted on the outer surface of the of band and access port taper. A port leak test was performed, and noted leakage from the access port tubing/ss connector junction. Under microscopic analysis, this opening was observed to be smooth-edged, consistent with wear. An air leak test was performed, and no leakage was noted coming from the band. A fill inspection test was performed, and no blockage or resistance to flow was noted. Analysis noted that the band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses possible outcomes of leak(s) as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have a "leak from band tubing at metal connector. Band replaced." The patient had the entire lap-band system removed and replaced.